Event description:
It was reported that during implant attempt, the lead had positioning/fixation difficulty. A different lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. Distal conductor had blood/body fluid. The full lead was returned and analyzed.